Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the cable assembly to lab use only (luo) testing equipment. The cable assembly was connected to a luo air bubble detector and the sensor functioned as intended during the evaluation. The pst observed that the cable was damaged, and the damage was limited to the outer sheath. It was determined that the cable assembly did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d9, h3 and h6 the field service representative (fsr) observed the ultrasonic air sensor (uas) cable to be damaged with exposed wires. The uas was replaced, and verification/release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the air sensor was not working and the cable was frayed. As a result, the air sensor was replaced with an air sensor from a separate heart lung machine and the issue was resolved. There were no reported adverse consequences to the patient.